Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer reported that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer reported that they received a failed battery test after inserting a new battery. The customer declined to troubleshoot for the blank display. The insulin pump will not be returned for analysis.